Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, a e224 (scope communication error) occurred on the 4k autoclavable camera head. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Updated fields: d8, d9, h3, and h4. This report is being supplemented to provide additional information based on the legal manufacturer's investigation, device history record review. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered rubber on rear cover packing was peeling off and had a faulty cable. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact root cause could not be determined. The investigation determined the e224 error occurs when communication failure between the processor and the camera head occurs. The e224 error seems to have occurred due to adhesion of dust and water scale to the contacts of the processor and the camera head, causing temporary communication failure. Olympus will continue to monitor the field performance of this device.